Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with damaged retainer ring. Unable to lock a test p-cap properly into the reservoir compartment due to damaged retainer ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, damaged display window cover, partially broken retainer, broken reservoir tube lip, missing o-ring (reservoir tube), and cracked case-corner of belt clip rails. Damaged retainer ring was found during visual inspection. Cosmetic damage at the battery compartment was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack in the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and they found the crack in the battery tube side. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. The product mmt-1884 returned for analysis.